Event description:
Affiliate reported that the valve was no longer adjustable after an MRI. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.